Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11/1/162 diopter, into the patient's right eye (od) on (B)(6) 2016. The lens was then repositioned (exact date not known). On (B)(6) 2016, the lens was explanted due to lens rotation (not associated to a low vault). The lens has been returned, however the evaluation is pending as of the date of this report.

Manufacturer narrative:
Additional information: device evaluation - the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specification. Work order search: no similar complaint was reported for units within the same lot. Corrected data: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11/1/162 diopter, into the patient's right eye (od) on (B)(6) 2016. The lens was then repositioned (exact date not known) due to lens rotation (not associated to a low vault). On (B)(6) 2016, the lens was explanted. (B)(4).